Manufacturer narrative:
Two devices received for evaluation. Both device cuffs were inflated using air. Upon visual inspection, no fuzz was present in either cuff or inflation balloon. Both cuffs had teflon spray visible through the cuff. When the device is manufactured, the tts cuff is sprayed internally with a liquid teflon spray (ptfe release agent) to coat the inside of the cuff to prevent the silicone cuff from sticking to the shaft. Teflon spray appears foggy when looking through the clear cuff and allows it to inflate and deflate properly. Both cuffs inflated and deflated accordingly with no difficulties observed. The reported customer complaint was unable to be confirmed.

Event description:
Information was received that device had fuzz visible in cuff. Tracheostomy was used from march 3 to march 21. A tube change out occurred as a result, and the incident was then reported to be resolved. No adverse effects reported.